Event description:
Boston scientific crm received information that this right ventricular (rv) was exhibiting noise which lead to inappropriate therapy. The type of inappropriate therapy was not specified. The patient underwent a revision procedure in which the physician was unable to explant the lead; therefore it was surgically capped and a new rv lead was placed. No adverse patient effects were reported. Subsequent information indicates that there was no asystole greater than 2 seconds or any adverse patient effects.

Manufacturer narrative:
As of today, this was surgically capped; therefore will not be returned at this time. Should additional information become available, this report will be updated.

Event description:
.

Manufacturer narrative:
Subsequent information indicates that this product was returned for laboratory analysis. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, visual observations revealed that the lead was returned severed in two segments and the distal end was not returned. The middle segment showed signs of an abrasion and webbing damage. The rs- coil was exposed; however, not by the abrasion but rather near tears in the gore coating. The gore had been bunched up. The proximal high voltage dbs cable conductor also exposed and the distal high voltage cable was intact and not expose. The segments returned were put through and passed resistance testing with manipulation, which indicated that those portions were electrically continuous. The clinical observations was unable to be confirmed and not all portions of the product were returned. Analysis revealed abrasion in the insulation, conductors exposed, and a webbing damage; these are characteristics seen with clavicle first/rib entrapment.